Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this evaluation. It was reported that a small tear was noted in the patient¿s driveline on (B)(6) 2019. The patient was advised to use electrical tape to cover the tear. The account stated that the pump was otherwise functioning and there were no reported issues with the pump or its periphery. The patient remained stable. The account communicated on 25mar2019 stating that the patient did not have any symptoms or receive any treatment. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 4 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented for a small tear in driveline. The patient was advised to cover the tear with electrical tape. The pump was otherwise functioning and there were no reported issues with the pump or its periphery. The patient remained stable and was reported to be asymptomatic.